Event description:
Boston scientific crm received information that this right ventricular (rv) lead was dislodged. A repositioning procedure was scheduled. During the procedure, the physician decided to explant and replace the lead. No adverse patient effects were observed.

Manufacturer narrative:
The lead was explanted and discarded at the hospital. The lead is not expected to be returned for analysis. This event will be updated and resubmitted if additional information becomes available.